Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy and irregular bleeding/ abnormal bleeding general"), pulmonary embolism ("pulmonary embolism (bilateral12ulmonar) emboli"), uterine haemorrhage ("heavy uterine bleeding"), uterine prolapse ("uterine prolapse") and pulmonary thrombosis ("blood clots in lungs") in a 30-year-old female patient who had essure (batch no. 12367144,12413293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods. Concurrent conditions included weight gain, sneezing, coughing, unable to urinate, mass and retroverted uterus. Concomitant products included hyoscyamine sulfate (levsin). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines") and abdominal pain lower ("severe cramping"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 5 months 5 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced urinary tract infection ("urinary tract infections (uti)"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and weight fluctuation ("weight fluctuation"). On (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On (B)(6) 2012, the patient experienced ovarian cyst ("uterine prolapse: midline cystocele cyst of ovary") and cystocele ("midline cystocele"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced cardiac disorder ("heart disorder/ condition") and blood disorder ("blood disorder/ condition"). In 2013, the patient experienced pulmonary embolism (seriousness criterion medically significant) and pulmonary thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), uterine prolapse (seriousness criterion medically significant), irritable bowel syndrome ("irritable bowel syndrome"), vulvovaginal pain ("vaginal pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition") with abdominal pain upper. The patient was treated with histamine, warfarin, rivaroxaban (xarelto), warfarin sodium (coumadin), fluoxetine hydrochloride (prozac), alprazolam (xanax), antibiotics, bactrim (mortin), bactrim (bactrium ds), phentermine, surgery (total vaginal hysterectomy on (B)(6) 2013), surgery (endometrial ablation on (B)(6) 2011) and surgery (repair of anterior wall defect following total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved, the menorrhagia, genital haemorrhage, pulmonary embolism, uterine haemorrhage, uterine prolapse, pulmonary thrombosis, alopecia, migraine, dyspareunia, abdominal pain lower, urinary tract infection, anxiety, depression, irritable bowel syndrome, bladder disorder, urinary tract disorder, vulvovaginal pain, weight fluctuation, ovarian cyst, cystocele, cystitis, vaginal infection, cardiac disorder and blood disorder outcome was unknown and the gastrointestinal disorder had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, cardiac disorder, cystitis, cystocele, depression, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, pelvic pain, pulmonary embolism, pulmonary thrombosis, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2009: hysteroscopic essure placement. A hysteroscope was placed into the cervical canal into the uterine cavity with normal saline using to expand the uterine cavity. The tubal ostia on both sides were visualized. An essure coil was placed into the right tube without problems and deployed. There were two coils remaining in the uterine cavity on this side. Same procedure was on the left tube with about four or five coils remaining in the intrauterine cavity on that side. On (B)(6) 2013, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Current weight 145 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occluded bilateral fallopian tubes with coils in p (B)(6) 2009: normal-appearing tubes bilaterally, intrauterine cavity appeared normal as well. Bimanual pelvic examination revealed the uterus to be retroverted, without any adnexal masses. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: irritable bowel syndrome, depression, anxiety, pelvic pain, pulmonary embolism, pulmonary thrombosis. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received an event " infection (bladder/ urinary/ vaginal), blood or heart disorder/ condition" are added. Treatment and concomitant drug are added. Onset date of event added. Outcome of event " gastrointestinal or digestive system condition" is not recovered and for "abnormal bleeding, cramping and pain" are resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy and irregular bleeding/ abnormal bleeding general"), pulmonary embolism ("pulmonary embolism (bilateral12ulmonar) emboli"), uterine haemorrhage ("heavy uterine bleeding"), uterine prolapse ("uterine prolapse") and pulmonary thrombosis ("blood clots in lungs") in a 31-year-old female patient who had essure (batch no. 12367144,12413293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods. Concurrent conditions included weight gain, sneezing, coughing, unable to urinate and mass. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("dyspareunia") and abdominal pain lower ("severe cramping"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced urinary tract infection ("urinary tract infections (uti)") and weight fluctuation ("weight fluctuation"). On (B)(6) 2011, 1 year 3 months after insertion of essure, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal )"). In 2011, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2013, the patient experienced pulmonary embolism (seriousness criterion medically significant) and pulmonary thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), uterine prolapse (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("irritable bowel syndrome"), vulvovaginal pain ("vaginal pain"), ovarian cyst ("uterine prolapse: midline cystocele cyst of ovary"), gastrointestinal disorder ("gastrointestinal or digestive system condition") with abdominal pain upper and cystocele ("midline cystocele"). The patient was treated with histamine, warfarin, rivaroxaban (xarelto), warfarin sodium (coumadin), fluoxetine hydrochloride (prozac), alprazolam (xanax), antibiotics, surgery (total vaginal hysterectomy on (B)(6) 2013), surgery (endometrial ablation on (B)(6) 2011) and surgery (repair of anterior wall defect following total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, pulmonary embolism, uterine haemorrhage, uterine prolapse, pulmonary thrombosis, alopecia, migraine, dyspareunia, abdominal pain lower, dysmenorrhoea, urinary tract infection, anxiety, depression, irritable bowel syndrome, bladder disorder, urinary tract disorder, vulvovaginal pain, weight fluctuation, ovarian cyst, gastrointestinal disorder and cystocele outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, cystocele, depression, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, pelvic pain, pulmonary embolism, pulmonary thrombosis, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine prolapse, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2013, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occluded bilateral fallopian tubes with coils in p. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: irritable bowel syndrome, depression, anxiety, pelvic pain, pulmonary embolism, pulmonary thrombosis. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff¿s demographics, historical condition, concomitant disease and concomitant medication added. Essure start date and indication updated and stop date and lot number added. New events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, pulmonary embolism (bilateral12ulmonar) emboli, blood clots in lungs, dysmenorrhea (cramping), urinary) tract infections (utis), anxiety, depression, irritable bowels syndrome, uterine prolapse, midline cystocele, cyst of ovary, weight fluctuation, vaginal pain, gastrointestinal or digestive system condition with stomach pain were added. Lab data and treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy and irregular bleeding/ abnormal bleeding general"), pulmonary embolism ("pulmonary embolism (bilateral12ulmonar) emboli"), uterine haemorrhage ("heavy uterine bleeding"), uterine prolapse ("uterine prolapse") and pulmonary thrombosis ("blood clots in lungs") in a 30-year-old female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods. Concurrent conditions included weight gain, sneezing, coughing, unable to urinate, mass and retroverted uterus. Concomitant products included hyoscyamine sulfate (levsin). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines") and abdominal pain lower ("severe cramping"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 5 months 5 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced urinary tract infection ("urinary tract infections (uti)"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). On (B)(6) 2011, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and weight fluctuation ("weight fluctuation"). On (B)(6) 2011, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On (B)(6) 2012, the patient experienced ovarian cyst ("uterine prolapse: midline cystocele cyst of ovary") and cystocele ("midline cystocele"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced cardiac disorder ("heart disorder/ condition") and blood disorder ("blood disorder/ condition"). In 2013, the patient experienced pulmonary embolism (seriousness criterion medically significant) and pulmonary thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), uterine prolapse (seriousness criterion medically significant), irritable bowel syndrome ("irritable bowel syndrome"), vulvovaginal pain ("vaginal pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition") with abdominal pain upper. The patient was treated with histamine, warfarin, rivaroxaban (xarelto), warfarin sodium (coumadin), fluoxetine hydrochloride (prozac), alprazolam (xanax), antibiotics, bactrim (mortin), bactrim (bactrium ds), phentermine, surgery (total vaginal hysterectomy on (B)(6) 2013), surgery (endometrial ablation on (B)(6) 2011) and surgery (repair of anterior wall defect following total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved, the menorrhagia, genital haemorrhage, pulmonary embolism, uterine haemorrhage, uterine prolapse, pulmonary thrombosis, alopecia, migraine, dyspareunia, abdominal pain lower, urinary tract infection, anxiety, depression, irritable bowel syndrome, bladder disorder, urinary tract disorder, vulvovaginal pain, weight fluctuation, ovarian cyst, cystocele, cystitis, vaginal infection, cardiac disorder and blood disorder outcome was unknown and the gastrointestinal disorder had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, blood disorder, cardiac disorder, cystitis, cystocele, depression, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, pelvic pain, pulmonary embolism, pulmonary thrombosis, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine prolapse, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2009: hysteroscopic essure placement. A hysteroscope was placed into the cervical canal into the uterine cavity with normal saline using to expand the uterine cavity. The tubal ostia on both sides were visualized. An essure coil was placed into the right tube without problems and deployed. There were two coils remaining in the uterine cavity on this side. Same procedure was on the left tube with about four or five coils remaining in the intrauterine cavity on that side. On (B)(6) 2013, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Current weight 145 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occluded bilateral fallopian tubes with coils in p (B)(6) 2009: normal-appearing tubes bilaterally, intrauterine cavity appeared normal as well. Bimanual pelvic examination revealed the uterus to be retroverted, without any adnexal masses. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: irritable bowel syndrome, depression, anxiety, pelvic pain, pulmonary embolism, pulmonary thrombosis. Lot number: 12367144, manufacture date: 2008/09, expiration date: 2010/05. Lot number: 12413293, manufacture date: 2009/09, expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), migraine ("migraines"), dyspareunia ("dyspareunia") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (pelvic surgery in (B)(6) 2013). At the time of the report, the pelvic pain, genital haemorrhage, alopecia, migraine, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013, it was determined that patient required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.